Event description:
It was reported that a flexiva 200 tractip laser fiber was used in a right crulls procedure in the right ureter performed on (B)(6) 2020. According to the complainant when the package was opened for use the tip of the laser fiber fell out. Reportedly, there was no damage to the packaging when it was opened. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of fiber tip detached. Block h10: the reported flexiva 200 tractip laser fiber was received for analysis. The fiber measured approximately 107.3 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. Light from the sma connector was bright, round, and clear. No other issues with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed that the fiber was broken and the remainder of the fiber, including the distal tip, was not returned. It is likely that handling and removal of the device from the packaging lead to the reported and observed condition. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a flexiva 200 tractip laser fiber was used in a right crulls procedure in the right ureter performed on (B)(6) 2020. According to the complainant when the package was opened for use the tip of the laser fiber fell out. Reportedly, there was no damage to the packaging when it was opened. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.